Event description:
The pt was admitted to the accident and emergency hospital dept. With abdominal pain. The pt said they had been pregnant, but that the pregnancy was terminated 2 weeks previously. A pregnancy test with clearview hcg lot 4476b was negative, but an ultrasound exam carried out on the same day showed a viable pregnancy. The pt was assessed to be about 11 weeks pregnant. There is no urine sample or used test available.